Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 3rd (inferior): ifuse implant, p/n 7050-90, lot# 493625, mfd. 03/25/16, expires 2021-03, (B)(4).

Event description:
The patient had si joint arthrodesis in (B)(6) 2016 where three implants were placed. The patient had a recurrence of pain. In (B)(6) 2017, the surgeon removed the most inferior positioned implant but left two implants in place. The status of the patient following the revision procedure is not known.